Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with a cracked display window, cracked case near the display window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and battery tube threads, and a stained address/serial number label and end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump when she was refilling the reservoir. Customer's blood glucose level was 232 mg/dl. Customer stated that the down arrow and the act button were not responding. Customer took the battery out and put it back in. Now, the entire keypad is not responding. Customer stated that she was able to fill the tubing. When the customer tried to hit esc, the insulin kept coming out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.